Manufacturer narrative:
The reported failure of the active exhalation verification test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution

Event description:
The manufacturer received information alleging a trilogy evo o2 international device failed the active exhalation verification test during preventative review at a third-party service center. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party's service center, the root cause of the malfunction was determined to be the 3-way solenoid valve. The technician recommended replacing the 3-way solenoid valve to address the issue. The final test using the program authorization was performed to complete the review. The system met specifications for the performed service and was returned to use.